Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced diabetic ketoacidosis with blood glucose of 570 mg/dl. Customer went to the emergency room and was subsequently admitted to the hospital where bg was treated with intravenous insulin drip. Customer was discharged on (B)(6) 2019 and reports that the event resulted in kidney damage.